Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that two weeks after the dental implant was placed, in ada site #18 of the patient¿s mouth, non-osseointegration was observed. Immediate load was not performed and it was reported the patient was experiencing pain. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that two weeks after the dental implant was placed, in ada site #18 of the patient¿s mouth, non-osseointegration was observed. Immediate load was not performed and it was reported the patient was experiencing pain. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.